Event description:
During a gastric bypass procedure, the tip of the instrument broke off into the patient. C-arm was used to check the abdomen, and could not locate the tip. Is unknown if it is still in the patient.